Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported unknown side ¿deformity, discoloration, and capsular contracture¿ baker grade unknown. "Surgical revision" was performed and the device has been explanted.